Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. Customer had multiple aliquot probe clog detection errors and a cuvette rotation failure. The cse replaced the aliquot probe and ran a quick check with quality controls (qc). The cause of low vancomycin patient result was probe aliquot malfunction. System was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
A discordant, falsely low vancomycin patient result was obtained on a dimension vista 1500 instrument. The initial result was reported to the physician(s). The same sample was repeated on the same instrument. The repeated result was reported, as the correct result, to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely low vancomycin patient result.